Event description:
It was reported from (B)(6) that the clockwise run option on the small battery drive device did not function. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in a surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Reliability engineering evaluated the device and observed that the soldering was defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.